Event description:
Follow up information identified the patient's ipg was replaced with a new one resolving the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing an increased recharge burden. The patient is recharging the ipg every other day and is still receiving stimulation. Surgical intervention may be pending to address the issue.